Event description:
It was reported that a spectrum iq infusion pump failed to detect upstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "unable to detect upstream occlusion." Was not reproduced. A review of the event history log revealed multiple occurrences of the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failed processor pcb. The processor pcb and shielding requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.